Event description:
It was reported that the artificial urinary sphincter (aus) was previously removed due to a bladder/urethra injury. The original cuff was too large for the patient. A new cuff was then implanted only for a placeholder until the entire system could be implanted. An entire new aus system was implanted at a later date. There were no additional patient complications reported.